Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, he experienced a skin reaction with rash, redness, inflammation, swelling and an infection under the entire sensor patch area. The patient¿s wife noticed that the insertion site was red, so they removed the sensor prematurely. Upon removal, they observed that the entire area under the patch was swollen, red, with a rash. No treatment was taken at that time. The patient did not go to any healthcare facility for evaluation, but they sent photos to their boss¿s son, who is a doctor. Based on the photos, the doctor diagnosed a skin infection. He prescribed an oral antibiotic, amoxicillin (three times a day for eight days) which the patient began taking on (B)(6) 2026. The patient reported feeling fine, but the skin reaction is still visible. There was no documentation of further medical intervention. No photo or other details were documented. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.